Event description:
A talent abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. Vessel morphology was reported as moderately calcified and small in diameter vessels. It was reported that the stent graft was successfully deployed, however, there was difficulties during the removal of the delivery catheter. The physician was able to place a guidewire through the gait, insert a reliant balloon and remove the delivery catheter. Upon final angiogram there was a dissection at the renal arteries. The physician elected to convert the patient to an open surgical repair. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation code, results: other (tapered tip/delivery catheter). Other (secondary intervention).